Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 429678 implantable pacing lead (B)(6) 2013; 694765 implantable tachy lead (B)(6) 2013; d314trg implantable cardioverter defibrillator (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. A proximal portion was received measuring 47 cm. A distal portion was received measuring 47 cm. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right atrial (ra) lead dislodged. The lead was repositioned, but when interrogated later that day, the lead had no capture and low sensing values. A fluoroscopy was taken which revealed the lead dislodged again. The lead was explanted and was replaced with a competitor product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.